Event description:
It was reported that the insulin pump alarmed during the manual prime. Drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 375 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked display window, minor scratches on the display window, missing drive support disk sticker and cracked case near the display window corners. The device alarmed during the basic occlusion test due to loose/protruded drive support disk. No missing end cap sticker noted.